Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, the device appeared to have blood residue. Both slides were in their initial positions. During functional testing ,the device was able to be fully primed with no issues and the device self-activated. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. By the x-ray it was identified that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the left bumper was found to be bent and the right bumper was missing and the tangs were not able to lock securely into place while the device was disassembled. Therefore, the investigation is confirmed for the identified self-activation problem and inconclusive for failure to fire as the identified insufficient cannula tang engagement possibly contributed to the reported issue. A definitive root cause for the alleged failure to fire and the identified self- activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2023).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly failed to fire. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.